Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the key failure is the 4 way valve is sticking.associated malfunction for this device: poppet valve is defective.